Event description:
It was reported, that the patient presented at the emergency room to be assessed, after inappropriate shock was observed. It was noted, that the post ventricular atrial blanking period (pvab) was set out to 160ms to cover far field and this made atrial events fall in the pvab period and not detect one to one supraventricular tachycardia (svt). Programming changes were made to reduce the pvab period and allow the atrial activity to be seen. The patient had no symptoms from being shocked. The patient was stable.

Event description:
Additional information received noted that there was a reoccurrence of inappropriate shock.